Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07942. Related manufacturer reference number: 1627487-2019-07943. It was reported the patient experienced ineffective stimulation in the patient¿s target pain area of the finger and thumb. Diagnostics revealed low impedances. Reprogramming attempts have thus far been unsuccessful. To address the issue, the physician may perform surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07942; related manufacturer reference number: 1627487-2019-07943.

Event description:
Device 1 of 3. Related manufacturer reference number: 1627487-2019-07942. Related manufacturer reference number: 1627487-2019-07943. Follow up information identified the physician explanted and replaced one octrode lead with a new lead, resolving the impedance issue. No intervention was performed on the other lead, nor on the ipg.